Event description:
Per medwatch form - just prior to the conclusion of hemodialysis treatment, the pt experienced severe abdominal pain, nausea, and unproductive vomiting. A nurse observed that the pt also had midline tenderness and abdominal distention. The pt was directed to obtain medical treatment at a hosp emergency room for possible abdominal bleeding. Customer states that following the rinseback of blood from the extracorporeal circuit, a nurse observed the arterial bloodline was kinked at a location just above the dialyzer connector. The pt expiredin 2006, during a dialysis session being provided in-hospital. The cause of death for this pt is unk as well.